Manufacturer narrative:
(B)(4) ¿ blood pressure change; f air/gas embolism occurred. Conclusion: actual device was returned for evaluation. Visual and functional inspections were performed. A damaged ID board was found upon inspection and was repaired and replaced. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent trans-cervical resection procedure along with hysteroscopy procedure on an unknown date and electrosurgical device was used. During the procedure, the patient experienced an air and gas embolism and drop in blood pressure. As result of this event the surgeon stopped the procedure. Additional information has been requested.